Event description:
A malfunction was reported by the customer which had occurred at least three times on the current pump. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.